Event description:
Lower quadrant pain and connection tubing of access port fractured approximately 10 mm proximal to the metal connector for the tubing. Migration of the tubing and a portion of fractured connection arm into the patient's abdomen. Follow up findings: leakage at or near port tubing connector.